Event description:
Info rec'd indicates the right foot siderail will not remain latched.

Manufacturer narrative:
The technician found the siderail latch mechanism was broken. He replaced the latch mechanism to repair the bed.